Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0dm9m, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient was implanted for urinary dysfunction, bowel dysfunction, and gastrointestinal/ pelvic floor issues. The manufacturing representative reported that the patient experienced a shocking sensation between her vaginal and rectal area after an amplitude change was made with the clinician programmer. It was noted that the shocking sensation "comes and goes quickly" and the implantable neurostimulator (ins) was turning on and off. Impedance measurements were taken and they were within normal limits, around 1000 ohms. It was noted that the patient recently had emi exposure as she had an MRI the thursday prior to report and had partial return of symptoms following the MRI. The patient had been using the same settings and electrodes for a while with no problems. There was no trauma or falls related to this issue. The patient was set at 0.5v with configuration 7 programming. Due to the shocking complaint, the patient was changed to configuration 6, and she felt comfortable stim in the target area at 0.8v. It was noted that the ins had 24 months of longevity left per the clinician programmer.

Event description:
Additional information received from the company representative reported that the patient's program was changed to a program that was comfortable. She was able to tolerate stimulation when she left the office and was comfortable. The patient had "bicycle seat" stimulation at a low amplitude (0.8v). The issues resolved with the reprogramming session.